Manufacturer narrative:
10/14/1998- supplemental report sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6. H6 - the unformed staples have been attributed to a misalignment of the anvil and cartridge. However, the cause of the misalignment could not be reliably determined.

Event description:
The product was used during a bullectomy procedure. Reportedly, the staples did not form properly. The surgeon performed a re-operation to correct the condition. The hospital has reported the pt's condition is satisfactory.